Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that another rep met with patient to reprogram and pt had side and rib stimulation. She informed the nurse practitioner and she discussed with patient that a lead revision. Patient told the np that she¿s not interested in having another operation at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Lot#. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: product type lead. Product ID 977a260. Lot#. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-aug-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 22-aug-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient says that they have not been getting good therapy relief since implant. They said the date of implant in drs is wrong, and that they had the ins implanted "in (B)(6) or the end of (B)(6), it was near christmas". Pt said they told their aprn at the office about this the beginning of february, and then made rep aware of this issue (B)(6) at the hcp office. Pt says they "didn't even know it could be reprogrammed". Pt said they are waiting for a rep, patient reported they had it reprogrammed by rep and they found out what the problem was, because it wasn't working like the trial did. She tried to program it for like an hour and a half, then she said that another rep would call them for more programming. They said the rep found out that the lead wire electrodes are positioned far apart towards the middle and she can't get it to work where it needs to work. Pt says they called rep and told pt that they were going to have the rep call her back but hasn't heard from anyone. The patient was redirected to their healthcare provider to further address the issue. Rep reported there was no device issue, only issue was not getting good stimulation in the areas desired when programming. Rep tried many different ways to program and match trial settings. Rep requested we get an x-ray to make sure leads were still in correct place and once we did, rep noticed the leads were in the correct level spaces but slightly wider than when the trial leads were put in and that is why programming was more difficult to match the stimulation that was done during the trial. Rep let the nurse practitioner know what our issue was and she should have documented it. Hcp was told about the issue and rep was told that there would possibly be a revision done to try to move the leads closer together. The only actions I delivered was trying to program settings, let the provider know what was going on. Unknown if issue is resolved.